Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl at an unknown concentration and dose via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that around 2015 the patient's pump stopped working for her symptoms and it was later removed in 2016 because she no longer needed it. No further complications have been reported as a result of this event.